Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a hardware low level failure error. The customer blood glucose level was 6.5 mmol/l at the time of the incident. During troubleshooting the technician cleared alarm generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement, however the hardware failure was not cleared. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No pump error 130 alarm noted, and rewind functioned properly during testing. The motor was tested outside of the device and passed. No unexpected pump error 63 alarm during testing however, pump error 63 alarm is in the formatted history file, problem isolated to the keypad assembly. The pump was received with scratched case, end cap address label peeling, pillowing keypad overlay, and minor scratched lcd window.